Event description:
It was reported to medtronic neurosurgery that the patient went to the hospital three times on (B)(6) 2009 due to neck pain. According to the report, vp shunt dysfunction was not diagnosed. The report states that on (B)(6) 2009, the patient underwent emergency surgery where it was discovered that the peritoneal catheter was blocked and had pierced the large bowel. According to the report, the shunt had also fractured at the "valve extension". It was reported that the patient had suffered massive brain injury and died later that day.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. It was not confirmed that shunt malfunction caused the brain injury and/or patient death. It was not confirmed that the valve in the shunt system was a medtronic neurosurgery product. The instructions for use that accompany the device caution that "patients with hydrocephalus shunt systems must be kept under close observation in the postoperative period for signs and symptoms that suggest shunt malfunction. The clinical findings may indicate shunt malfunction. The clinical findings may indicate shunt obstruction or overdrainage of csf." The instructions for use also note that perforations of the bowel by the peritoneal catheter have been described.